Event description:
It was reported that the patient presented in clinic for a follow up. The patient's implantable cardiac monitor (icm) exhibited undersensing that triggered brady episode. Programming changes were made. The patient was stable throughout.